Event description:
The reported event was that the bipolar energy activation from a forcetriad generator did not work, and a message "confirm generator" was displayed. An isi technical support engineer (tse) advised the customer to confirm the generator. There was no allegation of patient injury related to this event. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).